Event description:
A malfunction code was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump, with the recommendation to call back if the issue recurs. The customer understood and acknowledged the instructions.